Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and non-tortuous cx lesion exhibiting 90 % stenosis. No damage was noted to the device packaging and no issue removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed successfully. Pre-dilation was performed using a solarice balloon. During the procedure the physician successfully implanted a resolute integrity and decided to apply an overlap stent using the related resolute integrity. The and attempt was made to pass the device through the previously deployed resolute integrity stent but the stent would not pass. Resistance was encountered and excessive force used. The physician pulled the stent back and noted that the stent struts were damaged. The physician switched to a new resolute integrity of the same size to complete the procedure. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis: numerous kinks on the hypotube and distal shaft were noted. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 20th,21st and 22nd distal stent wraps with raised struts. The 1st distal stent segment and inner distal shaft were flattened and a 0.015 inch mandrel could not be passed through the inner lumen. A protective sheath of similar dimensions could not be placed over the stent due to the raised struts. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.